Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0usvv, implanted:(B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received from the patient noted that regarding the circumstances that led to the initial lack of therapeutic benefit and the return of symptoms, excessive going to the bathroom at night. Steps taken to resolve the issue, was noted as increase level in pacemaker. Everything was much better now.

Event description:
It was reported the patient did not have ¿great improvement¿ a few days after implant. Due to this, the program was changed. It was stated that it took ¿several¿ days/two weeks after implant for the patient to get results. The patient was doing fine and was only going 2-3 times a night. Later on (B)(6) 2015, the patient¿s symptoms returned, mostly at nighttime. The patient was now getting up every 45 minutes. They did not drink anything but water at night. At the time of the report, the patient felt stimulation. It was noted that stimulation was increased the day prior, but it did not resolve the issue. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.